Event description:
During an atypical (left) atrial flutter ablation, a sheath puncture occurred. Two catheters were advanced into the heart: one was placed in the his bundle and the other in the coronary sinus. While advancing the catheters through the femoral vein, some resistance was noted. When the diagnosis of a left atrial flutter was clear, transseptal puncture was performed by advancing the guidewire and sl1 sheath into the right atrium. The guidewire was removed and an attempt to advance the brk transseptal needle through the sheath was unsuccessful due to resistance in the middle of the sheath. Advancement was tried outside the patient and again, resistance was noted. However, by applying a bit of pressure, the needle advanced to the end of the sheath. The device was then inserted into the patient and resistance was again noted, however some force was used and it advanced. Using fluoroscopy, the needle was outside the sheath. Upon removal of the sheath and the needle, it was noted that the needle had perforated the sheath and the procedure was stopped. The physician stated that he believes the issue was due to the twisting of the patient¿s vessels.

Manufacturer narrative:
Additional information: d9, g3, h2, h3 one 8.5f fast-cath introducer sheath and dilator were received for evaluation. The sheath and dilator had been perforated proximal to the distal tip. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. Information from the field stated that during needle advancement, ¿resistance was noted. However, by applying a bit of pressure, the needle advanced to the end of the sheath¿ and, ¿resistance was again noted, however some force was used and it advanced¿¿. The fast-cath transseptal guiding introducer instructions for use (IFU) states, ¿if there is any resistance to needle advancement, retract the needle, re-evaluate the anatomic landmarks.¿ the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the perforation is consistent with not following the instructions for use.